Event description:
Same case as MDR# 2134265-2015-3559 . It was reported the shaft broke. The target lesion was located in the tortuous and calcified distal right coronary artery (rca). The physician tried to place multiple unknown stents in the distal rca but was unsuccessful. A guidezilla extension catheter was then used, there was difficulty delivering the guidezilla. The guidezilla was then removed and upon removal, the physician noticed it was fractured. Another guidezilla was inserted and had difficulty being delivered. The guidezilla was again removed and noticed a fracture in the same location. The procedure was completed with the deployment of stents. No patient complications were reported and the patient status was fine post procedure.

Manufacturer narrative:
Correction: initial report sent to FDA: changed from - ni to yes. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension catheter in two (2) pieces. There was blood and contrast in the lumen. Microscopic and tactile examination presented no damage or irregularities. A complete separation at the collar/proximal shaft bond. Ptfe pulled fully out of the collar. No apparent damage to the collar. Microscopic examination revealed the tip of the device was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(6).